Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with deep vein thrombosis (dvt), pulmonary embolus and gastrointestinal bleeding while on anticoagulation had a vena cava filter placed in the infrarenal vena cava in excellent position without tilt. Approximately one year and five months post filter placement, the patient was found to have dvt extending from the bilateral popliteal veins to above the level of the infrarenal filter. Pharmacomechanical thrombolysis within the bilateral iliac and femoral veins was performed and a suprarenal filter (other manufacturer) was placed given the large thrombus burden above the indwelling filter. Post procedure fluoroscopic spot image demonstrated the suprarenal filter well positioned with its apex at the pedicle level of t11 with one of its legs appearing to sit within the accessory hepatic vein. The patient was discharged on hospital day five. Approximately two weeks later, the patient presented for venography and possible filter removal. The right internal jugular vein was accessed and a vena cavogram demonstrated infrarenal and suprarenal filters, interval resolution of intraluminal filling defects between the two filters, a persistent dense thrombus within the caudal-most filter and a small amount of clot was seen extending near its apex above the filter. No attempt was made to retrieve the filters and the catheter was removed. Recommendation was to keep the suprarenal filter in place permanently. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records provided, the investigation can be confirmed for thrombus above the filter. The investigation can be unconfirmed for perforation of the inferior vena cava as the alleged perforation appears to be due to a second filter (other manufacturer) placed in the suprarenal position with a legs extending into the accessory vein. The investigation is inconclusive for retrieval difficulties as the provided medical records provide no information on any retrieval attempts. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012); (manufacturing date: 07/2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was perforation of the hepatic vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.